Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving the bd kiestra inoqula. According to the information provided, it was reported that the kiestra inoqula barcoda hood gas springs were damaged and could not keep the lid open, causing it to fall and close on its own. During the investigation, the service technical specialist (sts) found that the issue was due to the aging of the gas springs. The sts replaced the old gas springs with a new set and tested their functionality, which was found to be normal. Following this action, no further issues were encountered. Based on the investigation, this case has been assessed as confirmed for a bd quality issue. A corrective and preventive actions (CAPA) and situation analyses (sa) have been opened to address risks of user injury. After the review of the device history record (DHR) it was concluded that the instrument has passed all inspection tests and was released in a good operating condition. Bd quality will continue to closely monitor for trends associated with this issue. H3 other text : see h.10

Event description:
It was reported when using the bd kiestra inoqula the barcoda printer hood spring could not keep the lid open and would close on its own. There was no report of impact to the patient or user.